Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
A confirmed motor stall with no recovery was reported following MRI. It was stated that the patient had the MRI at 07:45 and when interrogated at 10:00 there was still no recovery; pump had only been interrogated once. Drug delivered via the pump was unknown. Additional information has been requested; a follow-up report will be sent when additional information becomes available.